Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Patient's mother was instructed to free up some space so that the device can pair as there was not enough storage space available for the pairing to happen. No additional event or patient information is available.